Event description:
(B)(4). I went into the office for a simple procedure that turned my life upside down from the minute it was implanted. The device malfunctioned during the procedure; wherein, I "not" have 3 coils in me. Over the course of the past two years, I have the following symptoms: extremely heavy, painful periods, multiple periods a month, sharp pains in my stomach, cramping that cripples me, constant headaches, severe sweating (wherein I am forced to wear pantie liners in my shirts), bloating, excessive weight gain, (even though I work out and eat healthy), my gallbladder was removed due to gallstones, extremely exhaustion, doctor thought it was low testosterone, nothing has helped. I am so tired on some days, I can't get out of bed. Back aches, hot flashes, low grade unexplained fevers.